Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a vticm5_13.7, -10.0/1.0/118 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. A backup lens was implanted intraoperatively and this resolved the problem. Cause of the event is reported as unknown. Reportedly, the postoperative condition is good.